Event description:
Interrupt af clinical study ID: (B)(4) subject ID (B)(6). An index ablation procedure involving an intellanav mifi open-irrigated catheter was performed on (B)(6) 2022., it was reported that the patient was diagnosed with dyspnea. Short-term furosemide was administered with minimal improvement. Computed tomography evaluation for pulmonary stenosis was recommended by the physician, which confirmed elevated diaphragm. A sniff test was completed, which revealed right hemi-diaphragmatic paresis or paralysis. Pulmonology referral was ordered, and patient was scheduled to be seen by a pulmonologist. Event is still ongoing.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.